Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, damaged air detector, and a defective uso sensor. There was no evidence to review in the event history log. Visual inspection was able to verify the reported problem. It was determined that the damaged air detector was the root cause. The air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had a scratched lens and a damaged air detector sensor. The reported product fault occurred during testing, there was no patient involvement.